Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration dates cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between this device and the cause of the event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
An hta procerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, the patient was given cytotech the night before the procedure. On the day of the procedure, a dilation and curettage (d&c) was performed. During the d&c, a polyp was noticed in the patient's uterus and it was removed by the physician. During the hysteroscopy phase of the hta procedure, the bsc rep reported that there was poor distension noted. A speculum was used however, a tenaculum stabilizer was not applied during the ablation phase. At approximately 6 minutes into the ablation, the physician moved the scope in an attempt to get better visualization. Immediately after, a 10cc/min fluid loss occurred and an alarm was generated on the console. No fluid was seen at the cervix. The procedure was resumed. At approximately 8 minutes into the procedure, another 10cc/min fluid loss occurred and another alarm was generated on the console. No fluid was visualized in the vagina or at the cervix. After the second fluid loss alarm, the procedure was aborted and the cool down phase was performed. Upon removing the sheath, a 1-2cm burn was noticed on the posterior lip of the cervix. The degree of the burn was unk and was treated with silvadene cream. The rep also reported that the patient's tissue at the "six o'clock position was blanched and sloughing." Follow up information confirms that the patient had a patulous cervix due to the cytotec used to soften the cervix. The physician confirmed that the patient suffered from a superficial burn (degree unk at this time), which was treated with silvadene cream. No other treatment was required; the patient did not suffer from any pain or bleeding. The physician stated that the burn occurred in the cool down phase when the physician moved the sheath slightly to get a better view of the uterus using the scope. The procedure was completed, and there were no further patient complications reported.